Event description:
It was reported that a peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. On the same day, the patient started treatment with fortaz, intraperitoneally (ip, 1g, once weekly, duration unknown) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).